Event description:
User facility reports the lens was observed to be cracked. No pt injury was experienced but the nurse reports that if this incident were to recur it could result in a torn capsular bag.